Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. Updated fields: a2, a4, a5, a6, b6, b7, d4, g3, h2, h6, h10 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional findings: the cable failed the water leak test, and the charged coupled device (ccd) had scratches. Based on the results of the investigation, it is likely that the following led to the malfunction: there was a damaged cable that was causing the intermittent image issue. The most probable cause of the complaint is cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had image problem: image keeps going in and out of focus. The issue was found during preparation for an unspecified procedure which was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head had image problem: image keeps going in and out of focus. The issue was found during preparation for an unspecified procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.